Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he is always getting air bubbles on his tubing. Customer's blood glucose was 523 mg/dl. Customer treated with the pump. The approximate size of the air bubbles was champagne size bubbles. Caller stated that the pump was not rewound with a reservoir in place. Customer was advised to deliver a 5.0 unit fixed prime until air bubbles are no longer visible. Caller stated that the insulin was stored at room temperature and verified that there was no air in the tubing. Customer stated that there are leaks. Customer does not have the tubing clamps with them and will call back when he gets home.